Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked within the sealed yellow bag. The device contained fluorouracil 4450mg in 115ml. This was discovered while dispensing the device. There was no patient involvement. No additional information is available.